Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope cover leak, distal end cover sharp edge, bending section rubber glue separated, connecting tube passive bending scratch pocket pouch, air /water nut painting peel off, suction cylinder nut painting peels off, key top 1 incised cuts, universal cord scratch/wrinkled, plug unit damaged housing, up/down/right/left knob angulation less or specified value, up/down/right/left knob angulation play, stiffness control wire movement, and water contact /water removal (air water channel less spec. Value). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of evis lucera elite colonovideoscope, the scope had strange odor/ bad odor after reprocessing. Upon inspection and testing of the customer returned device, foreign material was found attached to the root of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material adhering to root of the nozzle could not be identified and the root cause of could not be determined. Information provided on reprocessing: - pre-use the pre-use device check was not performed. - precleaning: aspiration was not done with both 1sr and 2nd position of the suction valve the air/water channel and balloon channel were not flushed with water and by air using maj-1444 and maj-629. Olympus will continue to monitor field performance for this device.